Manufacturer narrative:
(B)(4). The check patient line alarm was found to have an undetermined cause. Although the tsr reported several probable causes, the problem cannot be confirmed due to no use error described by the patient, a sample and lot number were unavailable for evaluation and an event log was not reviewed by a baxter employee. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Event description:
During assistance with a check patient line alarm on the home choice (hc), this occurred on the homechoice (hc) during use, during initial drain; the home patient (hp) revealed the patient line was full of air bubbles. The technical service representative (tsr) assisted the hp with trouble shooting and then ending therapy. The tsr advised the hp to start over with new supplies. This writer contacted the peritoneal dialysis registered nurse (pd rn) on (B)(6) 2011 regarding reported problem. The pd rn stated they just saw the patient earlier today, and they checked out fine. Their therapy is continuing as normal. The pd rn stated that from the patients most recent visit to the clinic there seems to be no negative out comes from the air found in the patient line. They seem to be doing fine. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.